Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg); bg value and cause unknown. Juice was consumed to address low bg. After consuming juice, customer¿s bg would begin to rise resulting in control iq delivering correcting for bg resulting in a subsequent low bg. Reportedly, the customer suspected subsequent low was due to becoming adjusted to control iq. Customer declined a follow up from tandem technical support.